Event description:
Litigation alleges patient suffers from toxic cobalt-chromium metal ions, pain, discomfort, and dislocation.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Analyst found lot number for the femoral head-lot number is being updated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Update 2/11/15 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated instability, dislocation, and compression of the liner along the posterior/superior aspect. The cup was revised during the revision, but there was no mention of loosening/malpositioning. It should be noted the patient had a poly liner implanted during the primary operation. No labs were provided for the alleged high metal ions. The complaint was updated on 3/4/2015 the lot number provided for the femoral head is invalid at this time.